Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motion sensor test failure alarm after he went to an magnetic resonance image but no magnetic resonance image procedure happened. The insulin pump was not dropped or bumped and drive support cap was normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.